Event description:
A customer reported obtaining elevated troponin I (accutni) results for four (4) patients and elevated creatine kinase-mb (ckmb) results for two (2) of the four (4) patients. The results were generated on a unicel dxc 600i synchron access clinical system. This report is two of six and represents the elevated accutni result within the risk stratification range for patient two. Subsequent testing of the sample on an alternate instrument generated a result within the normal reference range of the assay. The initial accutni result was reported out of the laboratory. While there is no adverse event or serious injury related to this event, the effect to patient is unknown.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. The customer reported that quality control (qc) was performing within the laboratory's established limits, and a system check performed on (B)(6) 2011 passed within instrument specifications. A field service engineer (fse) was dispatched for this event. The fse determined the instrument was performing within instrument specifications and the instrument was washing samples appropriately. The fse calibrated instrument assays and performed a qc run. Results were within the customer's established limits. The fse discussed potential sample related issues with the customer. Mdrs associated with this event: 2122870-2011-03921, 2122870-2011-03935, 2122870-2011-03936, 2122870-2011-03937, 2122870-2011-03938, 2122870-2011-03940.